Manufacturer narrative:
Literature citation: seiji ohtori, sumihisa orita, kazuhide inage, kazuki fujimoto, yasuhiro shiga, koki abe, hirohito kanamoto, masahiro inoue, hideyuki kinishita, daisuke himeno, miyako suzuki, kazuyo yamauchi; title- "oblique lateral interbody fusion (olif) with pps". H6. Although it is unknown if the device led to the above event, we are filing this report for notification purposes. H6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported per a literature that study in a olif surgery conducted on 155 patients, 1 case of perioperative death was observed.